Event description:
Caller reported aviva blood glucose results of 380 mg/dl, 114 mg/dl, and 113 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
The customer reported that the device took longer than expected to discharge energy in the sync mode. There was no report of pt impact or involvement.